Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump on (B)(6) 2018. The reporter stated that the patient had a blood glucose of 40 mg/dl with no associated symptoms. The patient had been hospitalized at the time of the event. The reporter was unable to provide any details about the event. The pump could not be reviewed due to an unrelated issue. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.